Event description:
Caller reported that pump battery would not charge. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed caller to plug pump into a working wall outlet using a tandem wall adapter and charging cable for at least 30 minutes, which resolved the issue without further assistance needed.